Event description:
It was reported that the patient with this pacemaker experienced a low heart rate at thirties beats per minute on heart monitor watch since being in the emergency department. Boston scientific technical services consultant (ts) discussed the right atrium auto and right ventricle auto good thresholds with premature ventricular contraction on the presenting data. As of this time, this pacemaker remains in service. No additional adverse patient effects were reported.